Manufacturer narrative:
The bed could not be raised out of trend and hold in the flat position. The left trend gas springs was leaking fluid. Both gas springs were replaced to repair the bed.

Event description:
Information rec'd indicates the bed is drifting into trendelenburg overnight.